Manufacturer narrative:
Device labeling, available in print and online, states never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician. The v.a.c. Therapy system include alarms that signal tubing blockages, a full or missing canister, inactive therapy, low battery, leaks in the seal of the dressing, and a low pressure alarm in the activ.a.c. And infov.a.c. Models. The battery critical is designed to sound with 30 minutes of battery power remaining. Device labeling indicates to immediately recharge battery. Ensure power cord is securely connected to therapy unit. Charge v.a.c. Therapy unit at least twice a day. Monitor continuously and check and respond to alarms.

Event description:
On (B)(4) 2011, the following information was obtained from a literature review of a retrospective study published as an article in a local newspaper: the patient had fasciotomy wound of the leg. It was alleged that the unit was unplugged from its primary source and the battery appeared to have been depleted of adequate power to maintain therapy. V.a.c. Therapy was interrupted for an unknown amount of time. It was also alleged that the v.a.c. Audible alarms were too low for a hospital setting. "Once the incident was detected, the article claims that the appeared clean, healthy-appearing wound bed." The patient underwent surgery with an incision and drainage of the wound. No further information is available.